Event description:
The facility representative called baxter technical service on (B)(6) 2010 to report an infusor pump that is alarming attention in the or causing pump to stop administering medication this was found during patient use, with no patient injury reported or medical intervention needed. Although baxter attempted to obtain information, details were not available on this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.